Event description:
Reportedly, the rv lead showed low impedance, intermittent loss of capture and noise oversensing. The lead was explanted and replaced on (B)(6) 2025 and a new pacing system was implanted.

Event description:
Reportedly, the rv lead showed low impedance, intermittent loss of capture and noise oversensing. The lead was explanted and replaced on (B)(6) 2025 and a new pacing system was implanted.

Manufacturer narrative:
Correction of the serial number of the impacted device. Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. The review of the provided patient files confirmed the reported low ventricular impedances, loss of capture and ventricular over-sensing, since 9 april 2025. Analysis of the returned lead revealed electrical impedance measurements lower than expected along the lead body, suggestive of an insulation failure between the two electrical lines (inner and outer coil). By removing the internal tube of the lead on the lead body section, an alteration was observed between 168 mm and 320 mm from the connector pin, resulting in a short-circuit between the two electrical lines. This finding explains the reported electrical issues associated with this lead. The investigation results are retained and used for trending purposes.